Event description:
It was reported that the customer experienced a load issue. Subsequently, the customers blood glucose level was "high"; although specific value was not provided. The customer administered a bolus via the pump to address their bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.